Event description:
During the embolization for the pcoma (posterior communication artery) aneurysm, it was reported that resistance was felt when advancing the stent (subject device) in the microcatheter shaft. So the physician withdrew the stent but found that half of the stent came out of the protecting sheath and the stent was damaged. Therefore, the physician replaced the stent and finished the procedure with another stent. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in its deployed state and was noted to be deformed. The distal tip of the introducer sheath was noted to be slightly damaged and the stent delivery wire was kinked at 2.5cm from the distal end. Based on the additional information received and analysis of the returned product, it is most likely that the introducer sheath tip was damaged and caused some damage to the stent during transfer, subsequently causing difficulties advancing the stent through the microcatheter, stent deployment, and damage. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
During the embolization for the pcoma (posterior communication artery) aneurysm, it was reported that resistance was felt when advancing the stent (subject device) in the microcatheter shaft. So the physician withdrew the stent but found that half of the stent came out of the protecting sheath and the stent was damaged. Therefore, the physician replaced the stent and finished the procedure with another stent. No clinical consequences reported to the patient.